Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported "the original PICC was left in indentation on april 26. When infusion was given to the patient, it was found that the plastic at the tip of the original heparin cap of the PICC was warped, and the plastic directly broke and fell in the process of iodopor disinfection."